Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the diagonal branch artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that some components had fallen off. The procedure was completed with an alternative device, and the patients condition following the procedure was stable and there were no patient complications. It was further reported that the actual device issue was its inability to display the image, not due to fracture or detachment. There were no components left inside the patients body. The device was removed by simply pulling it out. The target lesion was 80% stenosed, with moderate tortuosity and moderate calcification.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the diagonal branch artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that some components had fallen off. The procedure was completed with an alternative device, and the patients condition following the procedure was stable and there were no patient complications.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the diagonal branch artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that some components had fallen off. The procedure was completed with an alternative device, and the patients condition following the procedure was stable and there were no patient complications.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the diagonal branch artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that some components had fallen off. The procedure was completed with an alternative device, and the patients condition following the procedure was stable and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no visible issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter, between 0 to 10 cm from the distal housing. H6 device codes: corrected.